Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: "hi" mg/dl, 513 mg/dl, and 208 mg/dl. The "hi" mg/dl result on the system indicates a result in excess of 600 mg/dl. The customer experienced hypoglycemia symptoms. No adverse event reported. Return of the suspect device was requested for evaluation.